Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead allegedly experienced oversensing. An invasive procedure was performed and a new bipolar rate sensing lead was implanted. The rate sensing portion of the transvenous defibrillation lead was capped, but the high voltage portion of the lead remains active.